Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provide states the right and left wheellock will not stay tightened, the bolt that attaches the wheellock to the wheel will not stay tight and the wheellock shoe stays loose.